Event description:
The following was published in arrhythmias and device therapy ¿ arrhythmias, general, treatment, catheter ablation of arrhythmias, "safety of high power and short duration ablation (70 watts over 5¿7 seconds) in patients with persistent atrial fibrillation undergoing pulmonary vein isolation and additional substrate modification" by m. Bartkowiak et al: october 2021. A study was conducted to evaluate the safety of high power short duration (hpsd) ablation in patients undergoing ablation of persistent atrial fibrillation with pulmonary vein isolation (pvi) and additional substrate modification. In total, n=300 patients underwent their first ablation of persistent atrial fibrillation with either hpsd settings (n=150) between may 2018 and january 2019 or standard settings (n=150) between july 2017 and january 2018. In all patients, a modified stepwise approach using pvi followed by electrogram-guided substrate modification and linear-ablation, if necessary, was performed. A hpsd ablation was performed with 70 watts with a maximum duration of 5¿7 seconds. The catheter irrigation was set to 20 ml/min. The standard settings were 30¿40 watts over 20¿40 seconds. The ablation catheter was used in conjunction with the ampere generator. A transthoracic echocardiogram was performed in all patients after the ablation-procedure and on the following day. Complications noted for the hpsd group included pericardial effusion, cardiac tamponade, temporary pacing, and pacemaker implantation. Complications noted for the standard group included pericardial effusion, temporary pacing, and pacemaker implantation. (Doi: https://doi.org/10.1093/eurheartj/ehab724.0378).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.